Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated having numerous artificial urinary sphincter (aus) systems over the years. The patient indicated the latest double cuffed device had failed and now needed to wear a cunningham clamp for the incontinence. The patient indicated having a scheduled appointment with the physician via teleconference on (B)(6) 2020. The patient would contact patient liaison after the appointment.